Manufacturer narrative:
No frozen screen, blank display or button error alarm noted. Device time or clock moved. However, device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a21 alarm due to unresponsive button.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer stated that insulin pump had unexpected restart. Customer stated that piston inside the insulin pump was stuck all the way up. Customer also stated that they were unable to clear the alarm. Customer was advised to observe time clock for one minute to verify if time advances and it was not advanced. Customer stated that screen was blank after inserting new battery. Customer stated that contacts on the battery cap was not missing or damaged. Customer stated that the display did not return. The insulin pump will be returned for analysis.